Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device's airpath, blower box assembly, blower assembly and a third party filter were returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the 3rd party filter does appear to be intact and appears to potentially have a dark discoloration on the patient side of the filter. The dark discoloration is on what appears to be the patient side of the filter, suggesting the likely cause of discoloration is external to the device. However, an official investigation of the filter by the original manufacturer would be required to accurately and formally evaluate any potential modes of failure. The device was disassembled for internal visual inspection. The manufacturer investigated the blower box assembly, did not find any particulate matter or dark particles. The manufacturer observed a very fine dust at the air inlet where the filter would sit. Examination of the blower assembly found a light dust on the impeller blades. The manufacturer found no evidence of sound abatement foam degradation and the foam appeared fully intact. The manufacturer concludes there is no evidence of foam degradation within the device. The contamination found within the device is consistent with being from an external source.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).